Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the ict diluent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed ict results on the architect c4000 analyzer. The following data was provided: sid (B)(6). Na initial less than 100 mmol/l, repeat 101 mmol/l, 139 mmol/l. K initial 2.5 mmol/l, repeat 2.8 mmol/l, 3.9 mmol/l. Cl initial 62 mmol/l, repeat 101 mmol/l . There was no impact to patient management reported.